Manufacturer narrative:
The reported problem was caused by a component failure in the air module. Transistor t2 was found to be shorted causing l1 to overheat. The problem was resolved by replacing the air module.

Event description:
While on a pt, a burning odor was noticed by the nursing staff and smoke was observed coming from the ventilator. There was no pt injury. No further details are available.